Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with one ecr45d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device was returned in the opened position and the device opened and closed without any difficulties noted. It should be noted that in order to open a device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position). Once the indicator reads 0 then the press the anvil release button to open the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, could not be opened, took new instrument, no further information is available. There were no adverse consequences for the patient.